Event description:
A customer reported a malfunction with their pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appears again.